Event description:
The complainant stated that one of the siderails will not lock in the upright position.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is completed.